Event description:
Per "ae" report: the pt showed generalized convulsions postoperatively, necessitating treatment with phenytoin and benzodiazepines. Once awake pt showed a low level of conscience and right hemiparesis with conjugated deviation of the eye that gradually improved. This was noted to be consistent with post-circulation extracorporeal encephalopathy. ECG showed a pattern of alpha coma and persistent myoclonic seizures. CT showed no signs of ischemia or bleeding and MRI confirmed parietotemporal hyperdensity.

Event description:
Description of event: on 2/11/1999, dr. Implanted a 27 mm mitral st. Jude medical mechanical heart valve sjm masters series with silzone coating (model 27mecs-602) during a heartport port-access valve surgery. Endoatrial ablation was also performed during this procedure. This pt was part of the artifical valve endocarditis reduction trial (avert) and had a history of congestive heart failure, atrial fibrillation, left atrial enlargement, and previous mitral valve repair. Postoperatively, the pt experienced generalized convulsions, which necessitated treatment with phenytoin and benzodiazepines. Once awake, she showed a low level of consciousness and right hemiparesis with conjugated deviation of the eye. Thes gradually improved and were noted to be consistent with post-circulation extracorporeal encephalopathy. Electrocephalograms showed a pattern of "alpha coma and persistent myoclonic seizures". The first CT scan demonstrated no signs of ischemia or bleeding. However, the second scan demonstrated parietotemporal hyperdensity confirmed by MRI. The pt's prothrombin was 48%. Prolonged mechanic ventilation (14 days) was required as a result of the pt's neurological condition. On the ninth postoperative day a tracheotomy was performed and closed prior to discharge. The pt also had a urinary infection (e. Coli). No additional info was received and the valve remains implanted.